Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a defective air supply. During inspection and evaluation, the coat on the image guide snake pipe peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. A review of the DHR of the device also confirmed that the device was shipped in accordance with specifications. It was confirmed that there are no non-conformances in the manufacturing of the subject device. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a specific root cause of the suggested event was not specified. Although a cause was not specified, it is presumed that the event was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on channel tube, water tightness is lost, due to deformation of control unit, water tightness is lost, adhesive on bending rubber has a chip, due to a dent on bending tube, the play of right/left knob is out of specification, objective, control unit, and light guide lenses and diopter ring have discoloration, venting connector under grip is shaved, control unit is sticky, due to damage on image guide bundle, the image has a stain, connecting tube has a dent, up/down plate has a scratch, angulation lever has a scratch, indication on light guide connector is unclear, eyepiece is dirty, and scratches found throughout the device. Olympus will continue to monitor field performance for this device.